Event description:
Device 3 of 3. Ref MFR reports # 1627487-2013-05500; 1627487-2013-05501. The pt had two leads (from the same lot). It was reported the pt's extension had pulled out of the ipg when he bent over. The leads that were connected to the extension had also pulled out. As a result, the pt underwent surgical intervention. During the procedure, the doctor damaged one of the pt's leads and the extension. Both were explanted and replaced. Effective therapy was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.